Event description:
A patient underwent abdominal aortic aneurysm repair at 2 am due to rupture on (B)(6) 2011. Physician chose to use zenith renu aaa ancillary graft converter. Placement, advancement and deployment with fine; however, when the physician went to dock the top cap, he could not get the grey positioner through the graft. He decided to pull the top cap down through the graft and ultimately, this action tore one of the most distal stents on the graft and it came out with the gray positioner. After that there was a small lesion of the artery. The physician went in with a zenith flex aaa endovascular graft iliac leg which resolved the issue. The final results of the case were good, patient was fine. A zenith aaa endovascular graft aaa ancillary component iliac plug was used on the other side and fem fem bypass was completed.

Manufacturer narrative:
Small lesion of artery is not specifically addressed. Event is still under investigation.